Event description:
The account stated that the celldyn 1700 analyzer is generating erratic high wbc results. An initial wbc of 15,000/ul was generated. The sample was repeated with results of 6,000/ul, 5,900/ul, and 6,100/ul. The account stated that the differential results also did not match. No differential data was provided. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.